Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 98% stenosed target lesion was located in the mildly tortuous right coronary artery (rca). The lesion was predilated with an unspecified device and then a 3.00x24mm promus element stent was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was "wrinkled". The lesion was re-dilated and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR.-: a visual and microscopic examination identified distal stent movement and stent damage. The proximal edge of the stent was 2mm distal to the distal markerband. The stent was stretched and squashed throughout, apart from the first 3 rows at the proximal end. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped in the correct location during manufacturing. The balloon was tightly wrapped and was not subjected to positive pressure. The tip section of the device was visually and microscopically examined and no issues were noted with it's profile that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The 98% stenosed target lesion was located in the mildly tortuous right coronary artery (rca). The lesion was predilated with an unspecified device and then a 3.00x24mm promus element stent was advanced to the rca; however, the device was unable to cross the lesion. The device was removed from the patient and it was noted that the stent was 'wrinkled'. The lesion was re-dilated and the procedure was successfully completed with another of the same device. No patient complications were reported and the patient's condition is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4)